Event description:
A remstar pro cflex device was returned to a third party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed object code indicates the blower contribute to the foam degradation. Additionally, the device had dust fail contamination and alarm. The evaluation of the device data identified unrelated error codes. Thes error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed or caused the reported event. The device was scrapped by the service center after the evaluation was completed.